Event description:
It was reported that the surgeon stated the packaging was compromised and not acceptable. Another component was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: based upon the investigation findings, the damage was caused by the box being subject to a significant impact, possibly during transit. It is likely that the cause of the damage was exposure to hazards outside of normally anticipated distribution environments. The stem and its packaging were returned with the complaint for review. Visual examination shows that the shelf carton has severe wear and damage to all areas, evidence of being crushed, and evidence that it was dropped on the end from which the box is to be opened. The damage seen to the internal plastic cavities correlates to the damage caused by the box being dropped. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. No manufacturing abnormalities could be detected.